Manufacturer narrative:
Results: the embolization coil had offset coil winds along its length. The proximal constraint sphere was intact with the embolization coil. Conclusions: evaluation of the returned embolization coil revealed that the proximal constraint sphere was intact with the embolization coil and the embolization coil had offset coil winds. The pusher assembly was not returned for evaluation and the functional testing was unable to be performed; therefore, the cause of the reported unintentional detachment was unable to be determined. Evaluation of the returned lantern revealed an undamaged device. The complaint indicated that the lantern was used to complete the procedure. No allegation was against the lantern; therefore, no further investigation was performed. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs). During the procedure, the physician placed two pod pcs and another coil in the target vessel using a lantern delivery microcatheter (lantern). While advancing another pod pc, the physician experienced resistance at the distal end of the lantern; therefore, it was removed. While retracting, the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using new pod pcs and the same lantern. There was no report of an adverse effect to the patient.